Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l4 osteoporotic vertebral fracture. The patient also had degenerative lumbar scoliosis, the bone quality was weak and the upper end plate of l5 had injury. The patient underwent replacement of l4 vertebral body and anterior fixation. Percutaneous pedicle screw fixation (pps) was performed, with another manufacturer products, from the posterior approach. Three days, post-op, the implanted cage backed out. It was confirmed that the upper end plate of l5 was in a shape that it was sinking diagonally (the entry side was wide and the contralateral side was narrow). The posterior pps, which was performed using another manufacturer products, was also evaluated as unsatisfactory in efficacy. The patient did not have any symptoms, and the symptoms had recovered compared to before the operation, but the patient was evaluated as unable to withstand rehabilitation. Hence, it was decided to perform a re-operation. Patient underwent revision surgery for cage removal, and fixation was performed again. The cage was replaced with another one of size c from anterior side; and placement was done without problems.